Manufacturer narrative:
Additional surgical repairs are not specifically labeled in the IFU. Aneurysm growth is labeled in the IFU. Event evaluation: still under investigation.

Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for the endovascular repair. Diameter of left iliac artery was 20mm and aneurysm was 46mm. The procedure was conducted as prescribed and completed. On (B)(6) 2011, it was noted left iliac artery was getting expanded. The physician embolized left internal iliac artery and placed two iliac leg grafts into external iliac artery. No adverse effect on the patient was observed (1820334-2012-00016). On (B)(6) 2011, it was revealed the left iliac leg was occluded (1820334-2012-00015). Removal of clots was performed with another manufacturer's balloon catheter, but clots in the left iliac leg proximal site and the main body bifurcation area remained. Another manufacturer's stent was placed to secure clots. Occlusion of the iliac leg was resolved. The physician is planning to administer antithrombotic drug. It is unknown the patient outcome as it was not provided by the reporter.